Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of having high blood glucose of 421 mg/dl. Troubleshooting found that the cannula was bent and customer wanted to reuse the reservoir but was advised to use a fresh reservoir when changing the infusion set. Customer declined high blood glucose troubleshooting and ended the call.